Event description:
Falsely depressed glucose (glu) results were obtained two patient's samples. It is unknown if the results were reported to the physician. It is unknown if patient treatment was altered or prescribed as a result of the falsely depressed glu results. There was no report of adverse health consequences as a result of the falsely depressed glu results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed glucose results is unknown. A siemens healthcare diagnostics field service engineer was sent to the account to evaluate instrument performance.